Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, found the air and oxygen supply loss alarm was generated, found the gas barrier filter was faulty, advised replacing the noted filter; customer will purchase filter. Medtronic was not authorized to repair the device.

Event description:
It was reported that during testing a ventilator had an air leak alarm. There was no patient involvement.